Manufacturer narrative:
The customer¿s report of a leak from a small hole at the top of the pumping segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during initial visual inspection. Functional testing was performed by filling a lab IV bag with bleach water and attaching it the sets allowing fluid to flow through the whole set by gravity. The set leaked from a small hole at the top of the silicone segment (p/n 12088541). No other leaks were observed throughout the set. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. No further testing was able to be performed due to the leak. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that when the nurse responded to an unspecified alarm, wetness was noted along the bottom edge of the pump. The infusion was paused, the line clamped, the door opened, and the tubing inspected. The zosyn infusion was found to have fluid dripping from two small holes on the top of the pumping segment. The tubing was removed and replaced. There was no harm to the patient.

Manufacturer narrative:
Note: we are not including the lot number provided by the customer since is not valid in our system, we are including the provided expiration date. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that when the nurse responded to an unspecified alarm, wetness was noted along the bottom edge of the pump. The infusion was paused, the line clamped, the door opened, and the tubing inspected. The zosyn infusion was found to have fluid dripping from two small holes on the top of the pumping segment. The tubing was removed and replaced. There was no harm to the patient.